Event description:
It was reported that a patient underwent a surgical procedure in (B)(6) 2012. During the procedure, there was something rattling around inside the device and it made a grinding sound when activated. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. There was a misalignment between the cpc coupler and connector due to a bent cpc flex coupler and a broken mounting block from the top cover. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.